Event description:
I was hospitalized and admitted to the intensive care unit at (B)(6) hospital in (B)(6). I was diagnosed with dka (diabetic keto acidosis) due to a malfunction using my omnipod. My endocrinologist told me to research the omnipod distribution lot; however, that pod was the last one in my box. Not only did I throw the box away the day before, but also the hospital made me remove it and discard it since I was going on an IV insulin drip. I also asked my pharmacist to look up the information for me around the time I picked up my last prescription, but he was not able to determine the lot number or serial number of that particular box. Then all of a sudden, I was hearing about all of these recalls around the time of my hospitalization. Now I received a letter with information to report incidences from my publix pharmacy. I decided to determine if my intensive care stay was due to a malfunction in my omnipod, which now I have many bills to pay.